Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system was scheduled for lead revision due to high thresholds and small r-waves. There was no noise, and rv impedances were within range. The ICD had approximately 11 years remaining on the battery, so the plan was to explant and replace the rv lead. The rv lead was removed, and a new lead of the same model was placed. Appropriate lead measurements we observed on the new lead via the pacing system analyzer (psa). The new rv lead was plugged into the existing ICD, and physician began to close the pocket. Subsequent threshold testing showed a high threshold measurement of 7v at 2 ms was observed with low r-waves. Device pocket closure was halted, and the pocket was re-opened. Subsequently, the ICD was also explanted and replaced with a new ICD with the same model number. An additional device check confirmed there were good lead measurements with both the new lead and new ICD. No additional adverse patient effects were reported. The explanted ICD and rv lead were returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system was scheduled for lead revision due to high thresholds and small r-waves. There was no noise, and rv impedances were within range. The ICD had approximately 11 years remaining on the battery, so the plan was to explant and replace the rv lead. The rv lead was removed, and a new lead of the same model was placed. Appropriate lead measurements we observed on the new lead via the pacing system analyzer (psa). The new rv lead was plugged into the existing ICD, and physician began to close the pocket. Subsequent threshold testing showed a high threshold measurement of 7v at 2 ms was observed with low r-waves. Device pocket closure was halted, and the pocket was re-opened. Subsequently, the ICD was also explanted and replaced with a new ICD with the same model number. An additional device check confirmed there were good lead measurements with both the new lead and new ICD. No additional adverse patient effects were reported. The explanted ICD and rv lead were returned for analysis. Additional information received reported that the patient experienced inappropriate device misfirings and repeated chest thumping while implanted with this ICD system. The clinic was notified, and health care professional (hcp) had explained that these symptoms were secondary to remote device auto testing. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system was scheduled for lead revision due to high thresholds and small r-waves. There was no noise, and rv impedances were within range. The ICD had approximately 11 years remaining on the battery, so the plan was to explant and replace the rv lead. The rv lead was removed, and a new lead of the same model was placed. Appropriate lead measurements we observed on the new lead via the pacing system analyzer (psa). The new rv lead was plugged into the existing ICD, and physician began to close the pocket. Subsequent threshold testing showed a high threshold measurement of 7v at 2 ms was observed with low r-waves. Device pocket closure was halted, and the pocket was re-opened. Subsequently, the ICD was also explanted and replaced with a new ICD with the same model number. An additional device check confirmed there were good lead measurements with both the new lead and new ICD. No additional adverse patient effects were reported. The explanted ICD and rv lead were returned for analysis. Additional information received reported that the patient experienced inappropriate device misfirings and repeated chest thumping while implanted with this ICD system. The clinic was notified, and health care professional (hcp) had explained that these symptoms were secondary to remote device auto testing. No additional adverse patient effects were reported. Additional information received reported that while this ICD system was implanted, there was no rv capture at maximum outputs. There were no significant changes to impedance trends or other lead measurements. X-rays taken showed the recent lead location was consistent with x-rays taken post-implant. The patient expressed concerns that the ICD may be proarrhythmic, however there was no evidence of device triggered arrhythmias and the patient had a history of premature ventricular contractions (pvcs). No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of high capture threshold was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system was scheduled for lead revision due to high thresholds and small r-waves. There was no noise, and rv impedances were within range. The ICD had approximately 11 years remaining on the battery, so the plan was to explant and replace the rv lead. The rv lead was removed, and a new lead of the same model was placed. Appropriate lead measurements we observed on the new lead via the pacing system analyzer (psa). The new rv lead was plugged into the existing ICD, and physician began to close the pocket. Subsequent threshold testing showed a high threshold measurement of 7v at 2 ms was observed with low r-waves. Device pocket closure was halted, and the pocket was re-opened. Subsequently, the ICD was also explanted and replaced with a new ICD with the same model number. An additional device check confirmed there were good lead measurements with both the new lead and new ICD. No additional adverse patient effects were reported. The explanted ICD and rv lead were returned for analysis. Additional information received reported that the patient experienced inappropriate device misfirings and repeated chest thumping while implanted with this ICD system. The clinic was notified, and health care professional (hcp) had explained that these symptoms were secondary to remote device auto testing. No additional adverse patient effects were reported. Additional information received reported that while this ICD system was implanted, there was no rv capture at maximum outputs. There were no significant changes to impedance trends or other lead measurements. X-rays taken showed the recent lead location was consistent with x-rays taken post-implant. The patient expressed concerns that the ICD may be proarrhythmic, however there was no evidence of device triggered arrhythmias and the patient had a history of premature ventricular contractions (pvcs). No additional adverse patient effects were reported.